Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one open cassette. Thread of the cassette received is broken inside the cassette. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: complaint is justified. Taking into account that the cassette received does not fulfill the OEM specifications, the conclusion is the complaint is justified. Actions on distributed product of this reference/batch: replace the cassette to the end customer or refund. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread is breaking (vet).